Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the death was caused by the rupture of the aortic annulus during the pre-implant balloon aortic valvuloplasty (bav). The pre-bav was performed with an 18 millimeter (mm) balloon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012280011); product type: 0195-heart valves; product ID d-evprop23-29 (lot: 0012294190); product type: 0195: heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve it was planned to do a direct implant without a pre-implant balloon aortic valvuloplasty (bav), however, when the procedure began it was noted that the annulus was much more calcified than expected. A pre-bav was performed. During the pre-bav, hemodynamic failure began. When the patient was stabilized, the valve was implanted. After the implant, the patient went into cardiac arrest which was unable to revert despite cardiopulmonary resuscitation (CPR). An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed however the patient died. The physician believes the pre bav-could have caused the rupture of the aortic annulus.

Manufacturer narrative:
Image review: pre-implant CT imaging was provided. The annulus perimeter measured 71.3 mm with a perimeter derived diameter of 22.7 mm suggesting a 26 mm valve which was reportedly used. The mean sinus of valsalva (sov) diameters are within the recommended mean diameter of 27 mm for a 26 mm valve. Calcium was seen in the annulus under the left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). The leaflets appear mildly calcified. A low take-off of left coronary artery (lca) noted. Aortic root angulation is 52°. The case report was provided. The annulus perimeter is 67.0 mm with a perimeter derived diameter of 21.3 mm suggesting a 26 mm valve. The mean sov diameters are within the recommended mean diameter of 27 mm for a 26 mm valve. A low take-off of lca noted. Aortic root angulation is 55°. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.